Event description:
It was reported that during a da vinci-assisted surgical procedure, an error 25553 occurred on the right master tool manipulator (mtmr) multiple times. The technical service engineer (tse) guided the customer to hard power cycle the system. The customer stated that the error reappeared a few minutes after power cycling the system. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using the original da vinci system. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) to solve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The mtm was analyzed and the reported failure was unable to be reproduced but could be confirmed as having occurred via field error logs. A visual inspection was performed. The mtm was installed onto the system and powered up. A sine cycle and a test drive were performed without any issues. Tests were performed via matlab and all passed. A review of the system log report was performed. Per the review, the multiple errors 25553 were confirmed and the right master tool manipulator (mtmr) was disabled during the procedure.